Event description:
It was reported that the customer's insulin pump had an unresponsive keypad. The numbers kept going up when he programmed a bolus. He removed the battery, inserted a new one, and received a failed battery test alarm. He was not able to use his insulin pump since. The customer's blood glucose level was 134 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.